Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 780 mg/dl. The customer was treated with intravenous drip in the hospital. Reason for hospitalization was hyperglycemia, hypertension and thyroid. The insulin pump will not be returned for analysis.